Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was recently implanted and has struggled with bleeding since then. The patient's right ventricle has not recovered and has since been on milrinone. The patient has had frequent pulsatility index (pi) events. No alarms were noted. Transfusions were given for low hemoglobin. Post-implant, the patient was taken back to the operating room for pump pocket hematoma evaluation.

Manufacturer narrative:
A direct correlation between the lvad and the reported event could not be determined as the patient remained ongoing and the lvad was not returned; however, the heartmate ii instruction for use lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.